Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: not applicable due to sterile packaging. Computer controlled test: not applicable due to sterile packaging. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test at the progav 2.0 has shown that the brake function operates as expected internal inspection: not applicable due to sterile packaging. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities of the product. Likewise, the records of our manufacturing and quality assurance tests prior to shipment did not show any deviations. The product operates within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It has been reported that in one progav 2.0 (#fx434-t), after opening the package, it was found that the pressure of the product could not be adjusted. No patient harms have been reported in this context.

Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The sample has not yet been sent for examination. Should relevant additional information become available, a supplemental medwatch report will be submitted.